Event description:
Complaint of low volumes and pressure while on patient, sound of leak around inspiratory pipe. Ventilator was removed from patient. Replaced inspiratory pipe and mixing chamber, during evaluation it was discovered that the potentiometer for pressure support level above peep was defective, also replaced, performed calibration and functional check unit passed all tests. Customer could not give actual date of incident, the date given is an estimate from customer.